Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 495 mg/dl, which was treated with a bolus delivery or manual injection. Customer had no symptom of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin.